Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely high sodium, potassium, chloride and carbon dioxide results on one patient sample ((B)(4)) run on (B)(6) 2012, and one correlation sample ((B)(4)) run on (B)(6) 2012. This report is based on the former sample results, which were run on (B)(6) 2012. When the issue was noticed within the laboratory, the sample was run on the other dxc instrument in the laboratory, the results of which were reported. The erroneous results were not reported outside the laboratory; therefore, patient treatment was not affected. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and replaced the sodium reference electrode and the chloride electrode. The fse also replaced the electrolyte injection cup (eic) valves and the ratio pump. The fse then confirmed that calibration and quality control results recovered within specification. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the issue.

Manufacturer narrative:
An additional medical device report was filed based on the correlation results for the same patient sample, which were run on (B)(6) 2012, as MDR #2050012-2012-00625 ((B)(4)).